Manufacturer narrative:
A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, the tip of the catheter was observed not deflected with the piston up. The customer complaint was confirmed based on the video received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that the pebax was broken. Deflection testing was performed, and the deflection mechanism failed specifications. The handle of the device was dissected, and the puller wire assembly was observed damaged, due to the coil had slid down from its¿ original position. This issue is manufacturing attributable. An internal action was opened to further investigate devices with this failure mode. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. The puller wire assembly damage is traced to manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. E 1. Initial reporter phone: (B)(6). H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch sf (stsf) catheter and during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that the pebax was broken. This finding is MDR reportable.